Manufacturer narrative:
Unit passed the displacement test. After the completion of the displacement test, the motor was in the fully extended position. Initiated a rewind, the motor travel inward during rewind and completed the rewind process during testing. Then a water filled reservoir was inserted into the reservoir tube, no unexpected water exiting the infusion set was noted. Unit passed the rewind test. No rewind anomaly noted. Unit also passed the basic occlusion test, self-test, and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the unit and passed. The motor functioned properly during testing. No drive/motor anomaly noted. Unit had minor scratched display window, scratched case, cracked battery tube threads, and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer's mother reported via phone call that the insulin pump was not rewinding all the way back. The drive support cap was slightly indented. Customer's blood glucose level was 143 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.